Event description:
On the literature article named "titanium acetabular cementless cups combined with highly crosslinked polyethylene liner have very low rates of aseptic loosening", it was reported that, a revision surgery was performed in one patient (patient number 2) due to an infection that occurred 17 months after the primary surgery. All the components were explanted. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6: the study of klasan et. Al. [1] reports a retrospective follow-up study on 67 hip cups in 64 patients. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. It is reported, that in one case the patient received a revision surgery due to an infection that occurred 17 months after the primary surgery. The outcome of the patient is unknown. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: klasan a, neri t, sen a, el-zayat bf, efe t, lahner m, heyse tj. Titanium acetabular cementless cups combined with highly crosslinked polyethylene liner have very low rates of aseptic loosening. Technol health care. 2020;28(4):415-423. Doi: 10.3233/thc-191896. Pmid: 31796715.